Manufacturer narrative:
.

Event description:
Information was received from the physician on (B)(6) 2015. The patient achieved seizure reduction with vns therapy. The device was not explanted after death. The believed cause of death is sudep. The physician indicated that the cause of death is not related to vns. Autopsy was performed.

Event description:
It was reported that the vns patient passed away on (B)(6) 2015 after experiencing a sudden grand mal/tonic clonic seizure. The cause of death and its relationship to vns are unknown. No further information relevant to the patient¿s death has been received to date. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.